Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed that the exit marker was loose/detached. The catheter was found cut and two kinks were noted along its length. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in a duodenal dilatation procedure performed on (B)(6) 2015. According to the complainant, after successful dilation of the duodenum, the balloon was unable to be removed out of the patient through the endoscope. It was reported that the device could not be removed due to the exit marker, however it was confirmed that there was no issues noted to the exit marker. The device, together with the endoscope, was removed from the patient. The catheter was cut, then the device was withdrawn from the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the exit marker was loose/detached on the catheter, therefore this is now an MDR reportable event.